Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed device evaluation. Failure analysis investigations confirmed the customer reported complaint of "a broken/loose cable on the prograsp forceps¿. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. A review of instrument log was performed. Per the review, the prograsp forceps instrument was not used on the reported event date of (B)(6) 2021. The log showed the instrument was last used on 18-aug-2021 on system sk0755 and the prograsp forceps still has 16 uses remaining after the last use. The instrument has a maximum 18 lives. No image or video clip of the reported event was submitted to isi for review. This event is being reported due to the following conclusion: the issue of a broken/loose cable found on the prograsp forceps, and the surgeon decision to abort the procedure instead of continued on with the planned surgery by using a back-up instrument. At this time, the root cause of a broken/loose cable found on the prograsp forceps instrument is attributed to a component failure. Should additional information become available, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure and allegedly the user noticed a broken/loose cable on the prograsp forceps rendering it unusable. From the information obtained about the event, the surgeon decided to abort the procedure post anesthesia due to a non-functional prograsp forceps instrument. Despite multiple attempts to obtain additional information from the user facility, the reason for the surgeon to abort the procedure post anesthesia is unknown as of the date of this report. Also, there was no information received to indicate that there was any type of adverse effect, harm, or undesirable outcome to the patient as a result of the aborted procedure. In many instances, loss of function or performance isolated to a single instrument, accessory, or endoscope would not impede the continuation of a da vinci robotic procedure. Furthermore, the instrument & accessory user manual states: ¿always have a backup instrument available to complete the surgical procedure in case of instrument failure¿.